Event description:
Information received indicated the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom tech found that the center arm had broken at the latch pin. He replaced the center arm and e-rings and the bed functioned to specifications.